Manufacturer narrative:
One breathing circuit device was received for evaluation. Visual inspection of the device found it to have a tear. The device underwent functional testing; the circuit did not pass leak testing. Additionally, a random sample of 32 bags were reviewed during the complete process, the units were visually inspected to verify that all bags were free of damage (tears, scuffs, pinch marks, contamination, etc.), and it was seen that the bags were without damage. No discrepancies were found. The reported customer complaint has been confirmed during testing and the problem source has been determined to be manufacturing.

Event description:
Information was received that during a pre-use check on the product, an air leak from the anesthesia circuit was detected. Also, the corrugated tube was found torn. No patient injury.